Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable c-reactive protein (crp) result for one patient sample from integra 400 analyzer serial number (B)(4). The results were all between 46 and 54 mg/dl. A specific result of 46.42 mg/dl was provided. The system automatically diluted the sample 1:10, and the high value could be confirmed. Results of 49.896 mg/dl and 59.925 mg/dl were provided, but it was unclear if these results were generated with a dilution. The result of 46.42 mg/dl was reported outside the laboratory. The physician did not believe the result. An aliquot of the same sample was tested on a cobas c501 and the result was 8.061 mg/dl and could be confirmed. This value was believed by the physician. On (B)(6) 2015, the same sample was tested on the integra again. The high result was again confirmed. Information concerning if the patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
Additional information was received that the field service representative checked the system. He replaced the probes, adjusted the wash station and exchanged the photometer lamp these issues could have been a cause of the event.

Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient was submitted for investigation. Based on the results and review of the reaction kinetics, some kind of interference in the sample was suspected.